Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that the patient presented to the hospital after experiencing pain. During clinic evaluation, a decrease in sensing and loss of capture were observed. An x-ray showed that the lead was dislodged. The lead was explanted when repositioning was unsuccessful. The patient was doing well after the event.